Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed to monitor only after the patient received an inappropriate shock during arc welding. The patient was subsequently lost to follow up for three and a half years.